Event description:
The customer reported a leak of approximately 2 ml of fluid from a cut tubing at feed through fitting ff180-1 line, through pinch valve vl50b on the coulter® lh 750 hematology analyzer. The customer indicated that the leak was not contained within the instrument. The customer also reported that the instrument generated barcode reader errors during this event. The customer had replaced a tubing at pinch valve vl50b to troubleshoot the issues. The operator was wearing a laboratory coat and gloves at the time of the event and no injury or direct contact with the leak was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Event description:
The customer initially called in for scanning fault errors on their coulter lh 750 hematology analyzer and while repairing the scanner, the field service engineer (fse) found a 2 ml leak. It¿s unknown whether the material safety data sheet (msds) was reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat and gloves. No one was splashed, sprayed or injured. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) found cut in pinch tubing at pinch valve lv50b. The fse replaced the tubing to fix the leak. Failure mode was related to cut in pinch tubing at pinch valve vl50b. (B)(4).

Manufacturer narrative:
A beckman coulter field service engineer (fse) replaced the barcode reader solenoid (vl26), actuator, and associated hardware to resolve the barcode reader errors. This barcode reader error issue was unrelated to the leak reported by the customer. The fse later discovered that it was the differential rinse tubing through pinch valve lv42 that was cut at feed through fitting (ff180-1) within the main diluter module which attributed to the leak, and not the tubing at pinch valve vl50b as mentioned by the customer. The fse replaced the tubing through vl42 to resolve the leak. The fse verified the repair and no further leaks were observed. Failure mode of the barcode reader errors is attributed to a malfunctioned barcode reader solenoid (vl26). Failure mode of the leak is attributed to a cut tubing at feed through fitting (ff180-1) through pinch valve lv42.